Event description:
A copy of the medwatch report from FDA was received, which states,"rn hung a 100 ml bottle of propofol bottle on the IV pump and connected to the patient's vascular access line. The rate input into the pump (11.3 ml/hr) and dose were verified by 2 nurses and signed off. The nurse returned 30 minutes later, found the propofol bottle, and visualized the propofol dripping through the line much faster than the set rate. An estimation shows that the bottle infused almost 20 times quicker as intended, as a 100 ml should've taken around 10 hours to infuse and was almost completed after only half an hour. These pumps are older and are 4-years past their life expectancy. Our hospital is currently in the process of replacing them. No apparent harm came to the patient, but this is high-risk based on the different types of medications we infuse. Our bio med department was unable to reproduce the issue."

Manufacturer narrative:
Omit: c20 - no findings available, b17 - device not returned. Additional information: imdrf annex a, b, c, g codes, device available for eval?, returned to manufacturer on, device eval by manufacturer? And manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device over-infusing propofol was not confirmed through a review of the device logs and was not replicated during laboratory testing. Results from a timed rate accuracy and unregulated flow testing demonstrated the device to be delivering fluid within specification. No issues of the device presenting an unregulated flow condition were observed. A review of the suspect pump module and concomitant pcu error logs showed no error or malfunctions relevant to the customer¿s complaint. Review of the pm records for the suspect pump module and concomitant pcu received from the customer. Results showed that both devices passed all tests. Review of the pcu event log observed that on 13aug2024 at 5:18:12 am, suspect pump module s/n: (B)(6) was added. At 6:10:08 am the unit was selected for programming and the following infusion parameters were set: propofol (drugid=574); patient weight=15.1 kg; dose=125 umg/min/kg; rate=11.325 ml/h vtbi=80 ml. Over the course of thirty (30) minutes, the pcu alarmed channels disconnected nine (9) times (incidental finding). Pvi was recorded as 6.3 ml. At 6:45:51 am the unit was channeled off. Primary volume infused (pvi) was recorded as 6.3 ml. Laboratory test results performed on the suspect pca module confirmed the device to be within specification and operating as intended. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Internal and external inspection of the devices found no other irregularities. Inspection and testing of the incident administration set could not be performed since it was not returned for investigation. Alaris system user manual (v9.33), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the report of the device over-infusing propofol not identified during the investigation. Review of the device logs and laboratory testing performed demonstrated the device was operating as intended, and no fault was found. Note that imdrf annex a0401, a1801, c07, c0601, d15, g02017 and g04037 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A copy of the medwatch report from FDA was received, which states,"rn hung a 100 ml bottle of propofol bottle on the IV pump and connected to the patient's vascular access line. The rate input into the pump (11.3 ml/hr) and dose were verified by 2 nurses and signed off. The nurse returned 30 minutes later, found the propofol bottle, and visualized the propofol dripping through the line much faster than the set rate. An estimation shows that the bottle infused almost 20 times quicker as intended, as a 100 ml should've taken around 10 hours to infuse and was almost completed after only half an hour. These pumps are older and are 4-years past their life expectancy. Our hospital is currently in the process of replacing them. No apparent harm came to the patient, but this is high-risk based on the different types of medications we infuse. Our bio med department was unable to reproduce the issue."